Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device was found to be at 10 percent at the most recent checkup. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to be at 10 percent prior to being implanted. Additional information was received confirming this device was never in service and is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This correction report is being filed to include updates to the b5 field describe the event of problem.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Review of device data confirmed the device software had an incorrect manufacturing date/timestamp. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to be at 10 percent prior to being implanted. This device was never in service and is expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to be at 10 percent prior to being implanted. This device was never in service and is expected to be returned for analysis. No adverse patient effects were reported. Boston scientific issued a notification (92946782-fa) identifying a subset of model a209 and a219 emblem s-icds worldwide that were manufactured with an incorrect date/timestamp within the software, which causes an inaccurate display of battery capacity. This s-ICD was included in this population.